Manufacturer narrative:
No blank display noted during testing. The insulin pump had failed battery test alarm after battery insertion due to corroded battery tube. Analysis was unable to test the operating currents, low battery alarm and off no power alarm due to failed battery test alarm. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had blank display multiple times. The customer's blood glucose was 184 mg/dl at the time of incident. The customer's father stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's father stated that the battery compartment and spring were not damaged or corroded. The customer's father stated that the battery cap was not damaged or corroded. The customer's father stated that the display returned after inserting a new battery. The insulin pump will be returned for analysis.